Event description:
It was reported that an occlusion alarm occurred. Customer changed out pump supplies to address the alarm, but alarm recurred. Tandem technical support began system check with customer, but customer declined to continue. Customer is using pump for insulin delivery until replacement arrives. Customer's blood glucose was 180 mg/dl.